Manufacturer narrative:
Suspect device information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they felt like they had to pee but could not pee. They went to their healthcare provider (hcp) and they confirmed the patient did not have an infection. A month later, in (B)(6) 2016, they were releasing pee like they were voiding all day long. They said it felt like a full grown baby was inside kicking their bladder and it really hurt. The hcp did a urinalysis due to blood being in the patient's urine and have them antibiotics to take for 10 days. The patient said they kept bleeding for 3 or 4 days after they were done taking the medicine, then it quit. The bleeding started back up again on (B)(6) 2016. The patient mentioned that they reason they got the implant was due to a fall they took in 1996. They developed permanent pelvic floor muscle damage and developed all kinds of problems including: massive cramping spasms, and trouble pooping and peeing. The hcp's were giving them medicine and then cut the patient off. They started experiencing withdrawal and that affected their body in general, and they would go into spasms. They went to a medical clinic and their legs had started drawing and their arms were drawing together and they could not control their spasms. When they had a bowel movement it was like delivering a baby. Then they got the trial device and eventually the implant was put in. The patient stated the implant helped with the bowel movements and incontinence. It was noted that the patient had a hysterectomy and drinks water and take maxide for water retention and lynzes for poop problems. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.